Event description:
It was reported that during a brain tumor removal, the zeiss pentero microscope was re-positioned and the connections between the navigation system and the microscope could not be recovered. After about 45 mins of troubleshooting, the procedure was aborted. It was stated that the tumor was in the brain stem and the surgeon did not want to continue the procedure without navigation. The procedure was rescheduled and successfully completed 3 or 4 days later. It was reported that pt is doing fine at this point.

Manufacturer narrative:
The system will not be returned to the manufacturer. The account has been advised multiple times regarding how to address this issue if it were to occur. There has been an investigation performed for this event by both stryker and zeiss pentero. Based on the investigation, if the zeiss microscope is autobalanced during the procedure, a message will appear on the touch screen of the microscope, causing the connection between the scope and the navigation system to be disrupted. According to zeiss pantero, the message that appears on the touch screen of the scope causes a hold on the serial communication for the time the message is being displayed and the navigation system may interpret this as a disconnect. Both zeiss and stryker have discovered no reason that the communication would not be re-established once the interface is again open. Surgeons are trained to perform these procedures without the use of navigation, navigation is a tool used to aid in the surgery.